Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during lap distal pancreatectomy where in the surgeon was using a device to fire pancreatic parenchyma. The surgeon clamped the tissue, pushed the green button, and tried to fire but it did not fire. Replaced by a new device and reload to complete the procedure. Bleeding occurred as a result of the issue but the surgeon was able to stop it. There was no blood loss due to the product problem.